Event description:
On (B)(6) 2011, a respiratory therapist reported that the inovent (serial # (B)(6)), in use with a bunnell jet ventilator, shut down while on a patient. The device was alarming and the screen displayed a finger shutting down the device. The patient, a (B)(6) week premature female born on (B)(6) 2011 was started on ino therapy at 20 parts per million (ppm) on (B)(6) 2011 at 10:00 for persistent pulmonary hypertension of the newborn. The patient was on the bunnell jet ventilator, peak inspiratory pressure (pip) 46 cm h2o, ventilator rate 420, inspiratory time (it) 0.02 seconds, servo pressure 3.3, fractional inspired oxygen (fio2) 100% with poor oxygenation. On (B)(6) 2011, at approximately 04:00, the inovent alarmed and the screen displayed a finger shutting the device down. The rt stated that "the ac power light was not lit when she looked, but came on when she pushed the power cord further into the back of the device". With attempted power ups, the device continued to alarm and the screen displayed a finger shutting down the device. The infant's oxygen saturation level decreased to 55% and manual ventilation with the inoblender was initiated. Several attempts to power up the device were unsuccessful. There were no other devices in the hospital and respiratory therapy contacted ikaria customer care for emergency delivery of another device. A follow up call to the physician provided additional information. The patient was extremely premature and critically ill. The neonatologist decided to try the patient on ino therapy, knowing it was "experimental for this patient population." During the first six hours of therapy, the patient did not respond to nitric oxide; however a decision was made to continue therapy anyway. Early the next day, the device alarmed and shut down. During the device shut down, the patient was manually ventilated with the inoblender but showed no improvement. Since the infant had not responded at all to ino therapy and another device was not readily available, a decision was made to discontinue ino therapy. Shortly after discontinuation of ino therapy, the patient arrested. Resuscitation measures were unsuccessful and the patient expired. The physician stated that she is "unable to evaluate whether the device failure or discontinuation of inomax contributed to the patients arrest and subsequent death". The physician stated that "the patient's chance of survival at (B)(6) weeks was extremely poor". The device was taken out of service and is being returned to ikaria for inspection. The hospital maintenance department checked the electrical outlets in the patient's room and it was determined that there were no problems with any of the electrical outlets.

Manufacturer narrative:
On (B)(4), 2011, a respiratory therapist reported that the inovent (serial #(B)(4)), in use with a bunnell jet ventilator, shut down while on a patient. The device was alarming and the screen displayed a finger shutting down the device. Evaluation summary: based on an examination of the inovent service log, the incident was associated with a loss of communications between the device's monitoring board and the control board. When this type of communications loss is detected, the device is designed to go into shutdown mode. Based on the service log data, the monitoring board was replaced and the device performance check was successful. The root cause for this incident was a faulty monitoring board or an intermittent connection at the monitoring board/cable interface. Since the device functioned normally when received at the service center, an intermittent monitoring board/cable interface is the most likely root cause for this incident.